Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There has been one other similar complaint reported in the lot number. Add'l info was requested 02/03/2011 by fax and mail. A completed questionnaire was received 02/09/2011. (B)(4).

Event description:
A consumer reported that his "vision has not been 100% at any distance" following intraocular lens (iol) implant surgery. In a follow up, the surgeon does not believe the device caused/contributed to the event; the pt is seeing 20/20 without glasses. A limbal relaxing incision was placed two months following the implant procedure.